Event description:
A physician in (B)(6) reported that a patient experienced chemical corneal injury post thermage flx eyes procedure, an eyelid radiofrequency therapy involving two reusable aestek oculoplastik ocular shields that were manually reprocessed with cidex opa solution. The physician provided that the facility¿s disinfection procedure included immersion of instruments in cidex opa solution for 25 minutes at room temperature of around 25 degrees celsius; however, the cidex opa solution temperature is not being monitored, and it cannot be confirmed if cidex opa test strips are being used. The instruments are then immersed in a ¿small cup of sterile normal saline¿ only once for 25 minutes, and without any manual washing. The disinfection procedure is repeated prior to use of the instruments. As per the cidex opa solution IFU, the rinsing procedure includes ¿3 separate, large volume water immersion rinses are required.¿ in addition, aestek oculoplastik IFU stated ¿we do not recommend soaking the shields in any sterilizing solution. If the shields are not rinsed properly this may cause corneal burns related to the solution.¿ the patient presented with tearing, redness, injected conjunctiva, worsening eye pain, blurred vision, and eyelid swelling on both eyes (more severe on the left eye). Prior to the procedure, numbing cream was used on the eyelids, one drop of alcaine 0.5% in each eye, and chloroph ointment as lubricant applied along the borders of the ocular shields. During the procedure, the patient reported a mild stinging upon insertion of the ocular shields, and she reported increase in pain during the procedure and slight blurry vision upon removal of the ocular shields and flushing of the eyes; however, the procedure was noted to be uneventful. The patient developed worsening eye pain that night, along with left eye visual impairment and left upper eyelid swelling. The next day, the patient was seen by an ophthalmologist and was diagnosed with an extensive left corneal injury, and less severe injury was noted on the right eye sclera. The patient was prescribed otc corneregel 5%, otc systane, and gutt k as antibiotics. The patient fully recovered after one week, and no permanent injury was reported. This event is being reported as a serious injury due to the extensive corneal injury requiring medical treatment. Furthermore, it was reported there was human contact with a medical device that was not rinsed per cidex opa solution IFU; therefore, this event is being reported as a malfunction subsequent to a previous serious injury for improper device rinsing. And lastly, it was reported a thermometer was not used to monitor temperature, and in this situation high level disinfection cannot be assured; therefore, advanced sterilization products has decided to report all incidents as a matter of policy.

Manufacturer narrative:
The physician declined to provide the name or contact information for the facility where the event occurred. Additionally, the physician was advised on proper use of cidex® opa solution but declined a training for the facility. Asp investigation summary: the investigation included a review of the manufacturing record evaluation (mre), trending analysis by lot number, and system risk analysis (sra). The manufacturing record evaluation (mre) was reviewed and no issues relating to the failure mode were noted. The involved lot met manufacturer specifications at the time of release. Trending analysis for the lot number was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." Product evaluation was not performed as the involved product was not returned for further evaluation. Supplier investigation was not performed as the issue is attributed to use error. The most likely assignable cause of this issue was failure to follow the instructions for use (IFU). The facility was improperly rinsing and disinfecting their instruments by not following the ifus for both the cidex opa solution and the aestek oculoplastik ocular shields. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).